Event description:
It was reported that the patient was explanted due to an infection, however, med-el was not informed about the scheduled explantation. The patient will not be re-implanted for at least several weeks.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.